Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the sensor readings were inaccurate and it was triggering the threshold suspend feature on the insulin pump when her blood glucose wasn't low. Customer's blood glucose was 150 mg/dl and sensor reading was 50 mg/dl. The customer stated her current blood glucose level was 148 mg/dl and the sensor reading was 84 mg/dl. Customer was advised to upload to carelink and call back for proper troubleshooting. The customer is not returning the sensor for analysis.